Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that placement signal not reliable occurred on the impella rp. Flows on pump was unable to be observed. Motor current was still able to be seen. The rp was removed, and the patient survived the event.

Manufacturer narrative:
The investigation for the optical signal issue has been completed. Clinical details state that after about 2 hours of support, a "placement signal not reliable" alarm occurred. No product was returned. Review of field data logs showed the placement signal begin to decrease at the time of the first "placement signal not reliable" alarm. The placement signal went out of range shortly after, and the calculated mean flow dropped to 0. The motor current and cvp remained stable. A trend chart was pulled for all rp flex pumps reported with the failure mode of placement signal issue and root cause of sensor drift. No trigger was met. The root cause of the placement signal issue was most likely sensor drift. Added- h6 impact code 4627.